Event description:
It was reported that a small volume infusor experienced a leak from the fill port after being filled with an unspecified amount of fluorouracil. The issue was found before use during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.